Event description:
A patient reported experiencing inaccurate results with a fasttake meter. The patient's blood glucose results were 340 compared to the lab's 192 mg/dl. Tests were done a few minutes apart. Patient did not experience any adverse events and patient's oral medication is not adjusted to meter results. Two control solution tests by a pharmacist were out of range reading 450 and 340 mg/dl with the range of 128-188 mg/dl. Strips had been opened 3 weeks with exp date of 2003/05 and control opened 02/2002. The pharmacist discarded the control. No further information has been reported.